Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a revision of the realize band, the plastic strain relief was disconnected from the injection port and was sitting near the injection port on top of the fascia. It was not free floating in the abdomen. The metal connector was still connected to the injection port. The injection port was still connected to the fascia. Another port replacement kit was pulled and the port and connector was replaced. The pt is doing well.